Manufacturer narrative:
Investigation: one sample was received for evaluation. It came with the plastic shield on. The samples was visually inspected under the microscope. The plastic shield has four holes where the needle went through. Two are ¼¿ from the bottom of the plastic shield, one is 1/8¿ from the bottom of the plastic shield and the fourth one is at 1/16¿ from the bottom of the plastic shield. The needle is bent about 30°, this was most likely induced by getting through the plastic shield four times. Root cause is misuse of the product. Per the instruction for use, it is not recommended to recap needles. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that after use of the bd precisionglide¿ needled, the needle pierced the cap when recapping the needle which resulted in a needle stick injury. Patient had to have blood drawn (minor with patient consent) to test as a result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the bd precisionglide¿ needled, the needle pierced the cap when recapping the needle which resulted in a needle stick injury. Patient had to have blood drawn (minor with patient consent) to test as a result.